Event description:
Boston scientific received information that the programmer display would intermittently turn off with no error codes displayed. Boston scientific technical services (ts) discussed changing the angle of the display. Programmer to be returned if issue persists. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the programmer was performed. The programmer booted up to a black screen. There was no output to the screen as the programmer inverter was damaged. The inverter was burnt and had melted the inverters covering. Laboratory analysis confirmed the observations. The programmer was successfully repaired.